Event description:
It was reported that during set-up, error code 220 appeared. The procedure was canceled. Patient outcome information was not provided.

Event description:
It was reported that during set-up, error code 220 appeared. The procedure was canceled. Patient outcome information was not provided.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, an evaluation conclusion code of no problem detected was assigned to this investigation.